Manufacturer narrative:
(B)(4). Method: the two complaint mr290 chambers were returned to fisher & paykel healthcare (B)(4) and were visually inspected and connected to a water bag to check for leak. Results: during testing with a water bag a drop of water began to build at the connection between the feedset tube and water bag spike. Inspection of the complaint feedset tube and water bag spike revealed that there was sufficient glue at the connection but that the glue had only partly bonded. These results applied to both of the returned complaint chambers. Conclusion: we have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome or water bag spike in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the chambers were released for distribution. The user instructions which accompany the mr290 chamber state the following: set appropriate ventilator alarms; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Our monitoring and trending of complaints of loose water bag spikes on mr290 feedsets has a rate of occurrence of (B)(4).

Event description:
A home patient in (B)(6) reported via our distributor that they found that the feedset tubes of two mr290 humidification chambers were broken. One incident took place on (B)(6) 2014 and the oher incident took place on (B)(6) 2014. This was found during set up of an airvo2 humidifier, prior to patient use.

Event description:
A home patient in (B)(6) reported via our distributor that they found that the feedset tubes of two mr290 humidification chambers were broken. One incident took place on (b)6) 2014 and the other incident took place on (B)(6) 2014. This was found during set up of an airvo2 humidifier, prior to patient use.

Manufacturer narrative:
The two complaint mr290 chambers are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.